Manufacturer narrative:
This report is for one (1) unknown tfn helical blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric femoral nail (tfn) helical blade cut out. It is unknown if there was a surgical delay. Procedure and patient outcome is unknown. Concomitant device: tfn nail (part unknown, lot unknown, quantity 1). This report is for one (1) tfn helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision surgery due to the helical blade that cut out. The nail was also removed, no allegations against the nail. The patient was also revised to a dynamic hip screw (dhs). There was no impact to the patient.